Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. Model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection. It was believed that the infection was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient had developed an infection. It was believed that the infection was not device related. The patient underwent an explant procedure.